Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that prior to a normal generator changeout externalized conductors were observed on fluoroscopy. No electrical anomalies were observed. The lead was explanted and replaced. Patient was stable after the procedure.